Event description:
Pt states she dropped pump on the floor resulting in a crack at the bottom of the pump. This required no physician or hosp intervention. Insulin injections were administered at home.